Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, the patient underwent an anterior cervical fusion surgery and a posterior cervicothoracic fusion surgery on the cervical region of his spine from vertebrae c3-c5 and from c5-t1 using rhbmp2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Patient's post-operative period has been marked by a period of improvement, followed by increasing neck pain, persistent difficulty swallowing, numbness in his face, and right arm atrophy, weakness and numbness. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with the following pre-op diagnosis: cervical spondylosis at c3/4, 4/5, c6/7 and c7/t1 status post three previous anterior cervical procedures, two from the right and one from the left with fusion at c5/6, all done at an outside institution by three different surgeons. Patient underwent following procedures: 1. Complex anterior cervical carpectomy of c4. 2. Complex anterior cervical carpectomy of c7. 3. Complex anterior cervical fusion c3/4. 4. Complex anterior cervical fusion addition levels, c4/5, 6/7, c7/t1. 5. Cage reconstruction of c7 carpectomy. 6. Complex anterior cervical plating c3 through 5 and c6 to t1 both with cross slotted plates. 7. Structure allograft fibula grafting. 8. Local autologous bone grafting. 9. Microscope visualized carpectomy. As per operative notes, ¿a subtotal carpectomy of c4 leaving a small ridge of bone posteriorly and thoroughly decompressing both disc spaces and the foramina and then reconstructed it using the structural allograft fibula filled with bone morphogenic protein and autograft. Local autograft was put into uncinate." No intra op complications were reported.